Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The device was reprogrammed and the patient was in good condition after the procedure.